Event description:
It was reported that "the pumped on section of tubing sometimes appears to be collapsed closed." There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device was not received by baxter so an evaluation could not be performed. If the device is received an evaluation will be performed and a supplemental report will be submitted.